Event description:
Patient reported that they were seen by their hygienist at their dentist and were informed they have active periodontitis. This condition is contraindicated for treatment. They also provided a letter of recommendation that their dentist will not recommend at home aligner treatment, they do not recommend this to anyone.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.